Event description:
It was reported that the user contacted support for assistance with a full supply change while using an ilet with teflon infusion sets, and the agent guided the user through replacing supplies and resuming insulin delivery; the user reported a blood glucose of 216 mg/dl after breakfast and no alerts or alarms were noted. Symptoms included hyperglycemia. Outcomes included user education and troubleshooting. Investigation included a telephone-based review of use and replacement steps. Investigation of this case revealed no device alarms and no device malfunction identified during the call, with successful resumption of insulin delivery after supply change. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.